Event description:
It was reported that during a coronary stent procedure in a bifurcated lesion, during deployment (8 atm's) the sox did not appear to release. The physician inflated three times at low atmospheres (1-2) and was able to get the balloon to release from the stent. This caused the stent to be pulled back into the main blood flow about a half a millimeter. He then took two stents down to push the main part of the bifurcation and inflated at low atmospheres and was able to push the stent back into the ostium and the target lesion. Patient status is listed as "okay".